Event description:
Three days post closure procedure, approximately 1 mm long, non-occlusive thrombus extension into common femoral vein was detected by duplex ultrasound scan in 2003. The patient was asymptomatic. The patient was placed on anticoagulation therapy consisting of low molecular weight heparin (lovenox) and coumadin.